Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold after it was connected to the new device. The rv lead was caped and replaced on (B)(6) 2022. The patient was in stable condition.